Event description:
While walking down the hall at newborn intensive care unit (nicu) to transport a patient, the aeronox 2.0 turned off. The unit was plugged in and charged prior to use. No harm to patient reported. Manufacturer response for apparatus, nitric oxide delivery, aeronox nitric oxide delivery device (per site reporter). Manufacturer was informed today about the problem. There is no official response yet.